Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse replaced the power management board, the power slot interface board and both batteries due to a large fluid spill. The fse then calibrated the iabp and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not run on batteries. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.